Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: a partial lead with the connector pin measuring 53.8 cm was returned for analysis. The damage was found sustained during surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that the left ventricular was dislodged. High threshold was also noted. The lead was capped.